Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic cyst ("right complex apparent hemorrhagic cyst") and haemoperitoneum ("hemoperitoneum"). The patient was treated with surgery. At the time of the report, the pelvic pain and haemoperitoneum outcome was unknown. The reporter considered haemoperitoneum, haemorrhagic cyst and pelvic pain to be related to essure. The reporter commented: as per mr,distal right salpingectomy with a clip that was tangential to the fallopian tube with a clot on the end. Cannot rule out ectopic. This was also sent down for frozen, although the hcg is negative. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic cyst ("right complex apparent hemorrhagic cyst") and haemoperitoneum ("hemoperitoneum"). The patient was treated with surgery. At the time of the report, the pelvic pain and haemoperitoneum outcome was unknown. The reporter considered haemoperitoneum, haemorrhagic cyst and pelvic pain to be related to essure. The reporter commented: as per mr,distal right salpingectomy with a clip that was tangential to the fallopian tube with a clot on the end. Cannot rule out ectopic. This was also sent down for frozen, although the hcg is negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.